Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining higher than expected troponin (accutni) results within the risk stratification range for two (2) patients on an access 2 immunoassay analyzer, used in conjunction with accutni reagent (lot 112156). Subsequent testing of the samples on the laboratory's alternate access 2 immunoassay analyzer produced lower results within the normal reference range for both patients. Initial results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Samples were collected in serum tubes with a gel separator and centrifuged for 8 minutes at 3000 rpm in a swinging bucket centrifuge. Per customer supplied quality control (qc) data, all four levels of accutni qc have been resulting within the customer's established ranges. A routine check performed on (B)(6) 2011 passed within instrument specifications. Per the event log, no errors were posted in conjunction with the initial accutni results. A field service engineer (fse) was dispatched on (B)(4) 2011 for the event. The fse primed the system and verified all connections, fittings, mixer speed, vacuum pump and aspiration / dispense functions. No issues were noted. The fse cleaned the housing due to significant "build-up" around the mixer assembly pulleys and replaced the bearings. The fse replaced the aspirate probes and dispense probe #3 due to observed dripping, adjusted the z-axis alignment for the wash arm as it was over 15 steps too high, replaced the peri-pump tubing and the precision and wash valve stators, seals and rotors. The fse performed a routine system check which passed within instrument specifications.